Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, alerts regarding capacitor change timeout were found on the implantable cardioverter-defibrillator. Capacitor maintenance was attempted but was unsuccessful. The device was explanted and replaced on (B)(6) 2020. No patient symptoms were noted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.